Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a locked-up and unresponsive lcd touchscreen could not be duplicated. Ventec did observe that if the lcd touchscreen was touched in a rapid fashion that there was a delay in its responsiveness, as well as some flickering. It is possible that this observed device behavior is what was witnessed by the initial reporter. Ventec replaced the lcd touchscreen to resolve the observed issues. Proper device operation was then observed through functional and performance testing. Based on the information available, the investigation determined that the likely cause of the reported issue was the lcd touchscreen.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).